Event description:
This device shows eri with unexpected battery behavior. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. Inspection of the returned device data confirmed the reported observation, with the battery status at eri. The amount of charge taken from the battery was verified based on the data available. The battery condition was found to be normal and as expected. The eri battery status was activated properly on april 21, 2025. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The reported eri was confirmed, and the eri battery status was properly activated on april 21, 2025.